Event description:
It was reported that a power on reset (por) occurred following an electromagnetic interference (emi). The patient had back surgery 2 months ago and since then the patient had a por. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Tined lead: model 3093, lot # v402920, implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information received reported that the patient had turned the implantable neurostimulator (ins) off when he had back surgery, he lost his programming after the surgery, and a manufacturer representative had to reprogram him.

Event description:
Additional information received reported that the patient received assistance from his doctor or a manufacturer representative on (B)(6), 2012 and his concerns were resolved.

Manufacturer narrative:
(B)(4).